Event description:
Pt experienced a shock to the left 4th finger, where pulse oximeter probe was attached. This occurred when the pt placed a styrofoam cup containing a small amount of water on a table next to the pt call light. No water was noted on the outside of the cup, nor on the counter where it was sitting. Safety checks conducted on the unit showed no electrical, grounding or functional abnormalities.